Event description:
Caller states that she tested on the device and obtained a result of hi and retested immediately at 155mg/dl. No treatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.